Manufacturer narrative:
Received unit with very low audio/beeps during self-test due to cracked piezo on the interface board. Unit had minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call to have experienced a beep anomaly. Customer reported of not being able to hear the insulin pump beep and as it was very low and sound muffled. Customer's blood glucose was unknown. Insulin passed self-test, and did vibrate. Insulin pump would be replaced per customer's request.